Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the left anterior descending artery. A ce rotablator atherectomy systems and devices was selected for use. After connecting all the connection with the rota console, it was noted that the foot pedal in dynaglide mode was not working. The cylinder pressure was good and other connection was also fine. The patient was under general anesthesia when the issue happened. The procedure was rescheduled after 3 days. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the left anterior descending artery. A ce rotablator atherectomy systems and devices was selected for use. After connecting all the connection with the rota console, it was noted that the foot pedal in dynaglide mode was not working. The cylinder pressure was good and other connection was also fine. The patient was under general anesthesia when the issue happened. The procedure was rescheduled after 3 days. There were no patient complications reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the rotablator dynaglide foot pedal was returned for analysis. The foot pedal, body, tubing, and connectors were visually examined. Inspection of the unit found that the dynaglide connector was broken/damaged. Further functional testing was unable to be performed due to the damaged dynaglide connector preventing the returned foot pedal from connecting to the test console. Product analysis could not confirm the reported events as the damaged dynaglide connector prevented the foot pedal from connecting to the console. It was considered likely that the reported events were attributable to the damaged connector.

Event description:
It was reported that the procedure was cancelled. The 90% stenosed target lesion was located in the left anterior descending artery. A ce rotablator atherectomy systems and devices was selected for use. After connecting all the connection with the rota console, it was noted that the foot pedal in dynaglide mode was not working. The cylinder pressure was good and other connection was also fine. The patient was under general anesthesia when the issue happened. The procedure was rescheduled after 3 days. There were no patient complications reported.